Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
The customer stated that there were multiple false downstream occlusion alarms, which caused multiple short interruptions of therapy. The drug infusing at the time was levaphed. The blood pressure was being monitored via arterial line and it was noted that the pt's systolic blood pressure dropped significantly. Clinician did troubleshooting and eliminated the downstream occlusion alarms by removing the excess tubing. The pt returned to hemodynamic stability, with no add'l info needed.